Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set detached from the serter device during insertion event on (B)(6) 2026. No further information available.